Event description:
In 2006 the lay use/patient contacted lifescan (lfs) alleging the one touch ultra smart meter was giving the eror 5 error message. The medical affairs specialist (mas) was able to classify the case based on the oringinal information provided.at 10:15 pm the patient obtained the error 5 message five times on the reported meter, while attempting to test his blood gluxose level; the patient did not obtain a result. At that time, the patient was experiencing the symptoms of feeling weak and faint. The patient administered self-care by eating peanut butter and a banana, and drinking three glasses of orange juice. After consuming the food the patient testing his blood glucose level on another meter and obtained the result of 119 mg/dl. The customer care advocate (cca) determined during the troubleshooting telephone call the patient's testing technique was correct, the test strips were in good condition, and the meter was programmed for the correct unit of measure. The error message issue was not resolved with troubleshooting. The meter, test strips and control solution were replaced. While experiencing symptoms consistent with hypoglycemia, the patient was unable to obatin a blood glucose reading using the reported meter due to the error 5 error message, and required the administration of self-care by taking food and drink. Therefore this complaint is being reported as an adverse event.